Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control provided the customer with a quote for the repair of their device. Due to the age of the device and the costs associated with the repair the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported failure could not be determined.

Event description:
It was reported to physio-control that the customer's device showed the battery and service wrench icons in the readiness display. When the device's on/off button was pushed, the device would not power on completely. The display would freeze and the device could then only be powered off by removing the battery. There was no patient use associated with the reported event.